Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in (B)(6) 2018, the patient experienced palpitations and presented in clinic. Upon device interrogation, the right ventricular lead exhibited noise oversensing. Antitachycardia pacing charged but did not deliver. Antitachycardia pacing was turned off. The patient was stable. The patient presented in clinic in (B)(6) 2018. Upon device interrogation, the lead continued to exhibit noise. The patient did not experience high voltage therapy. High voltage therapy was turned off.

Event description:
New information received on (B)(4) 2018 indicated that the patient presented on (B)(6) 2018 for procedure. The right ventricular lead was capped. No further information was available.